Event description:
Revision surgery performed on (B)(6) 2013. Surgery was for l5-s1 hardware removal because the locking screw and locking cap came off the rod. The rod is no longer in the head of the screw at s-1. The rod remains implanted and the rod part information is unavailable. The patient was sent to recovery after the locking screw and locking cap was removed. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Review of the device history records revealed that no other discrepancies were noted that would be associated with this complaint. A visual inspection was performed on the returned part. The 6.0mm ti pangea polyaxial screw was received assembled with the locking cap still locked in place. On the screw the lead threads on the bone thread has an area where the anodize finish has been polished off. On the set screw the pre-set torque indication band has been broken per visual inspection. The sleeve has a large wear area in the rod slot with no wear on the opposite side of rod slot, there is wear on saddle on opposite side of wear on sleeve, which could indicate the rod was not in alignment with the body during tightening. All described nonconformities are post manufacturing. Complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment not diagnosis.

Event description:
New information received indicates that the patient has a history of fusion surgery on (B)(6), 2011 and a second surgery of lumbar hemi-laminectomy on (B)(6), 2012. It is reported that the original implant date was (B)(6), 2011 not (B)(6), 2012. The surgery on (B)(6), 2012 involved no implants. It is also reported that allograft and dbx were used in the fusion surgery and that bmp was used as adjunct to the fusion all in the surgery on (B)(6), 2011. A CT scan was performed on (B)(6), 2013, and revealed the separation of the screw and locking cap from the rod. Post-operative patient care from the surgery on (B)(6), 2013 included the patient utilizing a lumbar brace when out of bed approximately 16 hours per day for 6 to 8 weeks. It is reported that the patient is still under the care of the surgeon.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment not diagnosis. A product design event evaluation was performed on the returned devices. (B)(4). The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could be caused by inappropriate locking torque applied, applied load exceeds design of assembled construct. It is possible that the surgeon did not perform final tighten of the locking cap during the initial surgery. This can lead to the rod slipping as described in the complaint description. There is no information regarding the initial technique used during the original procedure. The surgeon may not have fully tightening the locking cap with the torque limiting handle. There is no indication of it the torque limiting handle was used during the initial surgery to perform final tightening of the locking cap. This complaint is indeterminate from a design perspective.